Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing a low heart rate. Upon device interrogation, it was noted that there was oversensing, far field r-wave (ffrw) oversensing, and possible loss of capture on the right atrial (ra) lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the ra lead sensitivity was reprogrammed.